Event description:
Patient had right reverse shoulder arthroplasty in (B) (6) 2009. He initially did well until (B) (6) 2009 after the surgery when he felt a pop in his right shoulder while lifting a two gallon jug to take a drink. X-rays indicate a failure of a morse taper of the humeral component. Patient had a revision right reverse total shoulder arthroplasty late (B) (6) 2009. Patient did well and was discharged home after post-op day 2.